Event description:
It was reported that a revision surgery was performed because the implant have subsided.

Manufacturer narrative:
The associated complaint device was not returned. The medical/clinical team concluded, related to (B)(4). It was reported that a revision surgery was performed due to implant subsidence. However, per email notification the sales rep already answered that the devices will not return and no medical information is available. Without the explant or the requested clinical information, the root cause of the implant subsidence cannot be concluded. The future impact to the patient beyond the revision cannot be concluded. No further clinical/medical assessment is warranted at this time.a review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.